Event description:
It was reported that a patient had had 3-4 bladder infections and she believed that they might be affecting her therapy results with the device. The reporter stated that the patient had had 3-4 surgeries in the pelvic area and was in constant pain, although the patient stated that this pain was not associated with the device. It was reported that the patient was able to adjust stimulation on program 4 from 1.0, where she couldn't feel it, to 1.5, where she was feeling it at a comfortable level. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2010 (B)(6), product type extension, product ID 3093-33, lot# v455950, implanted: 2010 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).